Manufacturer narrative:
Investigation revealed that the customer ordered the wrong interface on the original order, they ordered a ankylos welded type screw by mistake, and this is why it became stuck in the dental implant. This report is related to MFR report # 1222802-2025-00021.

Event description:
It was reported that a s atlantis abutment became stuck in a dental implant, resulting implant loss.